Event description:
It was reported that the patient was concerned that the lead fell off of the vagus nerve and that the surgeon was unable to give a reason as to why the lead fell off or failed.

Event description:
Additional information was received stating that the vns patient¿s occupation required him to lift boxes. In some instances, the patient stated that boxes would fall on his chest which may have caused or contributed to the lead issue.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the patient was being referred for surgery to have their lead and generator replaced due to a report of high lead impedance. Additional information was received that the high lead impedance was seen first by the physician on (B)(6) 2014 and the device was not at end of service. The device was not programmed off at the time that the lead impedance issue was identified. X-rays were taken and were reported by the physician to be unremarkable. The x-rays will not be sent to the manufacturer for further review. Review of the available programming and diagnostic history for the device did not reveal any anomalies and there were no previous diagnostic test results available. Patient manipulation or trauma was not believed to have caused or contributed to the high impedance. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Attempts were made to obtain the explanted device for evaluation but were unsuccessful.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned for analysis on 03/20/2014. Analysis of the generator was completed on 04/08/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was completed on 04/09/2014. An abraded opening was identified in the inner silicone tubing of the negative coil. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portion.